Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative condition occurred. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device had evidence of water ingress. The device's blower motor and system board were replaced to address the issue. The user manual states, "do not immerse the device in liquid or allow any liquid to enter the enclosure or inlet filter."

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.